Event description:
Manufacturer's reference number (B)(4).

Manufacturer narrative:
The initial reporter was getinge service technician. The correction of d1 brand name, d4 catalog #, d4 version of model #, h3a device evaluated by manufacturer, h3b device not eval provide code, h3c if other provide code - explain fields deems required. This is based on the internal evaluation. Previous d1 brand name: powerled ii 500. Corrected d1 brand name: maquet powerled ii. Previous d4 version of model #: ard2pwt00010a. Corrected d4 version of model #: ardpwt209005a. Previous d4 catalog #: ard2pwt00010a. Corrected d4 catalog #: none. Previous h3a device evaluated by manufacturer: no. Corrected h3a device evaluated by manufacturer: yes. Previous h3b device not eval provide code: other. Corrected h3b device not eval provide code: n/a. Previous h3c if other provide code - explain: device not returned to manufacturer. Corrected h3c if other provide code - explain: n/a. Getinge became aware of an issue with one of surgical lights - powerled ii 500. It was stated the rubber stopper was missing. There was no injury reported, however, we decided to report the issue in abundance of caution as any parts falling off into sterile field or during procedure may cause contamination or serious injury. Based on the information collected, it was established that when the event occurred, the surgical light did not meet its specification and in this way the device contributed to event. The device was not being used for patient treatment upon the event occurrence. According to the information gathered, the issue was discovered during maintenance. A root cause analysis was performed by subject matter experts, and it was established that the cleaning of the device, and particularly the wiping of the device may lead to a partial dismantling of the silicone cap. A maintenance intervention may also be at the origin of an improper positioning of this cap. This partial dismantling may lead to a fall of the silicone cap during the cleaning, or during a surgical procedure. To prevent any incident, the powerled ii and volista instruction for use IFU 01811 & 01781 instruction mentions: do not use a damaged device because it may lead to a risk of injury for users or a risk of infection for patients. Check the proper position caps and cover during the daily inspections before use. Getinge shall continue to monitor for any further events of this nature and does not propose any further action at this time.

Manufacturer narrative:
Additional information will be provided following the conclusion of the investigation.

Event description:
On 31st january, 2024 getinge became aware of an issue with one of surgical lights - powerled ii 500. It was stated the rubber stopper was missing. There was no injury reported, however, we decided to report the issue in abundance of caution as any parts falling off into sterile field or during procedure may cause contamination or serious injury.